Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had continued hoarseness and dysphagia. A tubercle was found on the epiglottis. The patient presented to the hospital for fever, chills, cough, dyspnea with the cause presumed to be post-obstructive pneumonia with a right sided 4.2 cm parahilar lung mass on CT scan. Blood culture showed (B)(6) for (B)(6)bacteremia which was treated with IV (B)(6), on suppressive (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion correction: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3/heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: additional information. Manufacturer's investigation conclusion: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction #86861). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. The pump remains in use supporting the patient. No further information was provided. The manufacturer is closing the file on this event.